Event description:
To whom it may concern: I started using fixodent as my denture adhesive a couple of months after having a partial installed on (B)(6)1998. I had been told that it was a temporary partial and would not need adhesive. After I decided I wanted to continue using the partial instead of having implants installed, it became necessary to start using adhesive, as the partial did not remain as stable (attached to the roof of my mouth) as it did for the first couple of months. Early on I tried poligrip once or twice, fixodent complete, I believe it was called, and fixodent original. My favorite was fixodent original. Since that time, I have experimented a few times with (B)(6) brand which worked fine, but I found the way it was dispensed from the tube did not work as well as fixodent's (the opening was to small). I also tried (B)(6) brand but found it to be ineffective, as is true with most (B)(6) brand products. Beginning around the early 2000's, I began to notice a tingling sensation/numbness in my left foot-more so in my middle toes. It eventually became present to a lesser degree in my right foot as well. I reported this to dr (B)(6), but cannot at this point state the original date of that report. It was some length of time after I first noted the symptoms. I was concerned that I had circulation issues, but dr (B)(6) showed me that was not the case, he referred me to a foot doctor, but I did not choose to take the time away from work or to spend the extra money to follow up with that doctor. Later, after having worked with dr (B)(6) in dr (B)(6) office, I mentioned my problem to her as well. Dr (B)(6), whom I now consider my primary physician, said that I had neuropathy. This condition has affected my ability to stand for long periods of time, reducing the possibility of my working in the fields of my previous training, ie, dock/warehouse supervision and also in car sales. It was a factor in my applying for and receiving disability. In addition, around 2006, I began noticing a distortion in my sense of smell and taste. It got to the point that inhaling really smelled bad. I dealt with it for a long period of time, but one day my granddaughter complained about smelling gas in the house. I discovered that an eye was on the stove, but not burning. Had she not been there to smell it, no telling what would have happened-very dangerous. I reported this to my dr after that event. During our trying to figure out what was affecting my sense of smell, I had an MRI. We also discovered problems with postnasal drip which had been draining into my stomach and causing serious stomach problems. I was forced to miss work on numerous occasions plus making me feel ill much of the time. All of these issues, I feel, are related to the above issue of distorted smell/taste. One of the things that dr (B)(6) (ear, nose, throat specialist) felt might have some chance of helping correct the problem was the fact that I had a deviated septum. Surgery was performed to correct that. It did help partially reduce the problem with odor upon breathing, but did not alleviate the loss of my ability to identify smells and tastes (or enjoy them) the way I had used to. Before these problems occurred, I felt I was a good cook and could taste and smell what a dish needed to be good. Now I have no idea with most foods if they are good, bad or indifferent. I certainly have no hope of identifying what seasoning are needed to adjust foods. Additionally, I have had trouble with my voice-(laryngitis like problems) over the last few years. It would usually last only a day or two. Starting the monday after (B)(6) 2009, I had problems with it that lasted several months causing me to take an extended leave of absence from work. I tried taking speech therapy costing thousands of dollars to me and my insurance company and preventing me from being able to perform full days at work as a phone business coordinator. Even after I was able to return to work, my voice would go out after 3-5 hours. This was primary reason for my finally applying for disability and, I believe, it is directly related to my smell and taste problems and is a result of these ailments. Event in retirement/disability, that along with my loss of sense of small/taste and my neuropathy adversely affect my quality of life. These conditions are causing my wife and I to use up funds we had planned on having for retirement (B)(6). This loss of income and early use of retirement funds will negatively affect our lifestyle-probably for the remainder of our lives. Dose or amount: denture cream, frequency: 1 to 2xs' daily, route: oral. Dates of use: (B)(6) 2000 - present. Diagnosis or reason: denture adhesive cream. Event abated after use: no.